Event description:
Additional info received from the MFR on 03/08/1999: event is not reportable. As reporter indicated, detached bundles were discovered during routine inspection prior to use. Consequently, there was no pt impact.